Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Follow-up MDR 1 submitted on 4/15/2024 was found to have the incorrect date in field g3. Instead of 3/4/2024, it should have been 4/5/2024.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument had a wire visible at the tip of the instrument that broke during normal usage. The procedure was completed with no reported injury.

Manufacturer narrative:
An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) will not be receiving the 8mm small grasping retractor instrument associated with the customer-reported complaint. The return material authorization (RMA) has been cancelled.

Event description:
Refer to h10/h11 for follow-up information.